Event description:
It was reported that the patient was reviewed in clinic. Log files were sent to rule out thrombus formation. Patient had long term raised plasma free hemoglobin due to cardio-renal syndrome and heart failure. The engineers confirmed that there was no evidence of thrombus. The device was working as expected. It was said the patient was undertaking hemolysis studies with renal input. Log files were sent for review. The log file indicated that the patient did not connect to the power module/mobile power unit (mpu) during this history. This suggested that the patient was sleeping on battery power. The data that was reviewed did not contain attributes which would lead to suspect the presence of thrombus; however, that did not mean that thrombus was not present in the circulatory loop. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The device operated as expected. The event was said to be possibly considered to be therapy related. The cause of the event was identified to be dialysis. An echocardiogram and bloodwork were performed. The event resolved. Images were not available. Products were not intended to be returned for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.